Event description:
Unomedical reference number (B)(4). Event occurred in the egypt. It was reported that patient reported bent cannula upon removal from infusion site. . The insertion site was at lower abdomen. The blood glucose level at the time of incident was 300mg/dl.. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.